Event description:
It was reported by service report that the cot doesn't unlock to go up or down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.